Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer had high blood glucose and insulin pump buttons are not working. The customer stated she was trying to enter her blood glucose, the numbers were scrolling and then minutes later it alarmed button error. Customer removed battery, still not working. The customer's blood glucose was 400mg/dl, treated with manual injection. Customer declined high blood glucose troubleshooting. The customer was advised the insulin pump will be replaced and revert to back up plan.

Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive act and up buttons due to corroded keypad traces. We were unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. No unexpected numbers ramping/scrolling during testing. No moisture damage on electronic assembly during visual inspection. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.